Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose, high ketones, and dka on (B)(6) 2018 with blood glucose of 252 to 324 mg/dl at the time of the incident. The customer's pump would not turn on, and had physical damage on the battery compartment and the battery cap. The customer was given manual injections to treat. The customer experienced symptoms such as headache and nausea. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.